Manufacturer narrative:
Additional information was received that the hospital is in possession of the device. It is unknown if it will be returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was explanted and replaced approximately two months later. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time, exceeding the extended charge time limit. Subsequently, the patient was seen in-clinic nine days later and the device exhibited a charge time of 13.8, which was within the extended charge time limit. Boston scientific technical services (ts) discussed the charge time limits and eri to end of life (eol) timeframe. No adverse patient effects were reported. Device replacement was scheduled for a date in the future.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.